Manufacturer narrative:
Section d4, h4: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department from outside hospital. Patient was found polymerase chain reaction (B)(6) for (B)(6) and gram (B)(6) cocci. Patient started on vancomycin course. Blood cultures from (B)(6) 2019 showed no growth to date. On (B)(6) 2019 gallium uptake increased at inflow tract. Upon discharge patient set up with a home intravenous course of cefazolin to be completed on (B)(6) 2019. After which patient would start on oral keflex indefinitely. Patient also presented with altered mental status. No trauma was noted and patient is mentally and neurologically stable on (B)(6) 2019 with no change in size of bleeding. Patient presented with numerous issues including left eye pain and vision loss. Ophthalmology was consulted and noted that symptoms were consistent with left eye acute endophthalmitis with hypopyon. Anterior chamber pupillary membranes and vitreous abscess pars plana vitrectomy performed on (B)(6) 2019. Patient will continue with maxitrol and vigamox eye drops indefinitely.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient presented to the emergency department (ed) with numerous issues including left eye pain and vision loss. An outside polymerase chain reaction was positive for methicillin-sensitive staphylococcus aureus and gram-positive cocci. Ophthalmology was consulted and noted that symptoms were consistent with left eye acute endophthalmitis with hypopyon. The account reported that the patient also presented with altered mental status, however, no trauma was noted, and the patient was mentally and neurologically stable on (B)(6) 2019 with no change in the size of bleeding. The patient was started on vancomycin course and blood cultures from (B)(6) 2019 revealed no growth. Anterior chamber pupillary membranes and vitreous abscess pars plana vitrectomy were performed on (B)(6) 2019. On (B)(6) 2019, gallium uptake increased at the inflow tract. Upon discharge patient set up with a home intravenous course of cefazolin to be completed on (B)(6) 2019 then the patient would start on oral keflex indefinitely. The patient also continued with maxitrol and vigamox eye drops indefinitely. The patient remains ongoing on (B)(6). The hmii lvas IFU lists (pocket, local, and driveline) infections and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.